Event description:
Engineering triggered an investigation regarding depletion of an internal lithium battery on the device systems "pcb" assembly. If this were to occur in a device, it could result in an inability to monitor through ECG leads.